Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the nozzle, but it was not possible to identify the foreign matter. Due to a leak failure between the right/left knob and up/down knob, it is possible that reprocessing could not be performed properly and foreign matter could not be removed. The detection method is described in the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that evis exera iii colonovideoscope, had problems with the air function / output. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the nozzle is clogged. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to deformation of right/left knob, water tightness is lost; due to deformation of upwards/downwards knob, water tightness is lost; due to a chip on distal end cover, insulation resistance value at distal end does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; bending tube is damaged; distal end cover has a crack; bending section cover or distal sheath rubber; adhesive on bending section cover or distal sheath rubber has wear; and the connecting tube has a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.